Event description:
It was reported the catheter was being placed into the patient's left subclavian in the resusitation department. The needle broke in half. At which time, they substituted the needle, there was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).